Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent, suprarenal aortic extension and an infrarenal aortic extension on (B)(6) 2011. The patient came in emergently with a claudication and the physician found there was no flow through the aorta. The physician elected to do an open repair and confirmed a type 3a separation of the extensions from the main body. The patient is in stable condition.

Manufacturer narrative:
The clinical evaluation confirmed a type iiia endoleak with a component separation, occlusion and partial stent collapse. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Device remains implanted in the patient and was not returned for evaluation. The root cause is inconclusive, there is not enough information. Potential contributing factors include: off label, short conical neck (11mm) and thrombus and ca+ in aortic neck most likely contributed to the stent migration, and eventual component separation. Cautionary factors contributing to this event included the ruptured state of the aneurysm at implant. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
Further communication was received reporting that the patient underwent surgical conversion approximately four (4) years post initial implant due to bilateral lower extremity claudication associated to occlusion within the device. The physician elected to explant the devices however, the devices were not returned to endologix. The patient tolerated the procedure. During recovery bilateral doppler pulses were noted as present. The patient was discharged to home seven (7) days post-explant and reported in good condition. In addition, code 2550 has been removed.